Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "textured implants that are on the recall list and starting to have health issues". Healthcare professional confirmed "textured to smooth due to the concerns of the product". Healthcare professional reported later "rupture". This record is for the right side. Device remains implanted.

Event description:
Patient reported right side textured implants that are on the recall list, health issues. Healthcare professional later reported rupture diagnosed via mammogram. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; b3; b5; b6; d1; d4; d6a; d6b; g2; h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.